Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that electrode 2 is over 40k. Patient had a loss of stimulation. Rep interrogated system and saw that electrode 2 had impedance over 40k. "Out of regulation (oor)" or "settings not available" was seen. Programmed around electrode and patient was then able to adjust settings. Ins site has been burning and sore ever since car wreck. Cause of the issue was stated as the car wreck. Patient has pain at ins site. Issue is ongoing

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the device was moved from their right buttock to their left due to ins discomfort. They did not replace the lead because stimulation was working fine and the patient only wanted the ins moved to the other side.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.